Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. The customer was accidentally stuck by the lancet. No adverse event or medical attention needed. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).